Event description:
Procedure: lobectomy. According to the reporter: the customer had used this one to complete the sixth firing with no problem. During approach to the superior pulmonary vein for the next firing a surgeon found the cartridge moved automatically. Initially it had been articulated however it became straight and then moved back and got articulated again. This event happened to repeat for four times. Even with such an unintended motion of cartridge, a customer attempted to push the green button and blue button and found it could not perform the firing. After the sulu was released from the vessel slowly without damage, the case was continued by use of manual device of ultra short and no problem was confirmed to complete the operations. Operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. Confirmed that the clinical sample is being returned for investigations. Nothing of adverse event caused by extension of or time was reported. No patient info is available: gender: unknown, age: unknown, weight: unknown / the customer did not know if reinforcement material was used.

Manufacturer narrative:
(B)(4).